Event description:
As reported, approximately 15 years and 10 months post the initial left total knee arthroplasty, the surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. Patella exhibited severe wear along tracking path. The tibial insert had mild wear medially and posteriorly. The femoral and tibial components were well fixed. The patella and liner were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: ps cem. Femoral size 3, left 234-02-03 1418246; cem trap tib tray 204-04-33 1299054.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear over the course of almost 16 years of implantation and potential contributions from axial rotation mismatch between the femoral and tibial components. Potential contributions from implant alignment and/or patient-related factors to the sequence of events cannot be confirmed as the devices were not available for evaluation, radiographs were not provided, and limited clinical information was provided. The reported patellar prosthesis wear could not be confirmed as an articular surface view was not provided.